Manufacturer narrative:
Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One product sample was received in used condition with the original packaging opened. Five photos were also received. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. The reported condition was detected only at the connection of the tube to the connector, and the connector was found to be connected incorrectly, since it was up to the top of the tube. The complaint was confirmed. The tube connector was uninstalled to check the inside of the tube and a foreign residue was detected on the inside diameter of the tube unrelated to the manufacturing process. Based on the analysis conducted, and the fact that the tube was forced to be installed in the connector up to the top, not complying with the instructions for use, the most probable root cause was the incorrect use of the product. A device history record (DHR) review showed there were no issues or non-conformances reported during the manufacturing of the reported lot number. No corrective actions are required since the root cause of the cosmetic problem is the improper use of the product.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that immediately after opening the package, the customer noticed the tube looked yellowish. The inside of it also appeared to be yellowish. No patient involvement.